Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately one month post implant the implantable pulse generator (ipg) was "not working". The ipg remains in use. No patient complications have been reported as a result of this event.